Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to infection at the implant site. No further information could be obtained despite good faith efforts.